Event description:
The customer reported a malfunction with the pump, which displayed a malfunction code 16 and the technical code 0x20e6. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. They addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.